Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had a plunger dislodge on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer stated that the reservoir plungers popping out and spilling insulin on her. The customer has 8 reservoir to send back to us for replacements. The customer was advised on how to depressurized insulin vial. The patient was advised to speak to insulin manufacturer regarding those insulin vial specific questions.